Manufacturer narrative:
H3/h6: additional information was received confirming that the system was serviced and the dual usb hub was replaced to resolve this issue. Codes b01, c02, and d02 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that  the system displayed a "usb over current notice" message on the camera cart screen. This message was visible on all screens of the system, regardless of the login. The message was not visible on the main cart. During troubleshooting, it was noted that a hardware reboot did not resolve the issue. Reseating the universal serial bus (usb)-b from the monitor did not resolve the issue. Additional troubleshooting was performed. The manufacturer representative (rep) successfully swapped the surgeon and camera cart monitors, the issue persisted on the camera cart. The suspected cause of the issue was the monitor usb cable. There was no patient involvement.

Manufacturer narrative:
Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: 9 735856, serial/lot #: -, ubd: , UDI#: h3, h6: no products have been returned to medtronic for analysis. Codes b17, c20, and d15 are applicable. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.